Manufacturer narrative:
Conclusion - aneurysm enlargement. Other, (aneurysm and vessel morphology unknown; cause of death unknown).

Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm approx 68 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that approx 3 months post-implant, a proximal type I endoleak was identified, and the physician elected to implant another talent thoracic stent graft. No issues were noted until approx 45 days ago, when it was reported that the pt had aneurysm growth and a type iii endoleak (component separation) of the two implanted talent thoracic stent grafts. The physician elected to treat the type iii endoleak by implanting a competitor's thoracic stent grafts. Post-operative bleeding was noted, and the pt suffered a cardiac arrest the following day. Approx one month post-procedure, the pt expired. The cause of death is unknown, and no additional info has been provided.